Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the specific cause of the occurrence could not be identified; however, it is presumed to be due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that both the light guide cover glass and the light guide connector had corrosion on the videoscope. There was no patient involvement.